Event description:
The customer reported that the on/off switch is not functioning. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the on/off switch is not functioning. There was no pt involvement. The device was evaluated by philips. The symptom was clarified as the device would not turn on. The issue was localized to the optical switch knob being loose. The optical switch was reconnected to resolve the issue. We are considering this a malfunction resulting from an incomplete electrical connection.